Event description:
The customer states that the system had errors of r/min and a tube hot error message was displayed and there was a bad temp sensor.

Manufacturer narrative:
The ge service rep repaired the unit. He checked r/min as customer requested. The unit was built before 1995, found r/min in manual mode to be 4.3 r/min and in high level mode to be 6.6 r/min. The system operates as intended.